Event description:
Edwards received information a 27mm aortic surgical valve was explanted after an implant duration of one (1) year, eight (8) months, due to acute bioprosthetic recurrent aortic valve bacterial endocarditis (staphylococcus epidermis), septic shock, acute systolic heart failure (nyha class iii), and complete heart block.. There was extensive annular abscess with near dehiscence (2/3's of annulus) of the tissue aortic valve. The dehisced valve and biventricular dilatation/failure on tee appeared new compared to previous tte. The prosthetic leaflets were covered in heavy vegetation. Large verrucous obstructive vegetation extending into the lvot. Much of the lv tissue was "extremely friable." A 21mm aortic valve was implanted in replacement and patient was placed on intra aortic balloon pump. After separating from cpb, the patch appeared to have partially dehisced in addition to identifying a membranous vsd. There was large perivalvular leak with profound biventricular dilatation and failure. After discussion with family it was determined nothing else could be done due to the extensiveness of the tissue destruction from the acute infection. Patient expired on post-operative day one (1).

Manufacturer narrative:
H10. Additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. The cause of the event was due to patient factors/conditions. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve device and additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards implant patient registry received information a 27mm aortic valve was explanted after an implant duration of one (1) years, eight (8) months, due to unknown reasons. A 21mm aortic valve was implanted in replacement and patient was placed on intra aortic balloon pump.